Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was in good condition and no damage observed. During functional testing, a faulty micro switch was found. The root cause of the reported issue was found to be a faulty micro switch.

Event description:
It was reported that there was a problem with the micro switch. Will not activate the fluid circulation when the disposable set is attached. No patient injury was reported.